Manufacturer narrative:
Date rec¿d by MFR : 03jun2019. A motor controller board was return for analysis. An investigation was performed and the root cause was isolated to a component (c15) capacitor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22march2019. Philips field service engineer (fse) confirmed the reported issue. After power on, the unit had multiples high priorities alarm, and it won't shut down. The fse replaced the motor controller printed circuit board (mc pcb) and it fixed the problem. The unit passed pre-ops checks and performance verifications. The unit was ready for use.

Event description:
The customer reported that the system would not power off. There was no patient or user harm reported. The event date was not specified; estimate used.